Event description:
It was reported the sonicbeat's tissue pad was worn during sedation for a laparoscopic appendicectomy. The procedure was completed with another olympus device. The pad did not fall inside of the body. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d7a, d8, e1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is most likely that the reported phenomenon occurred via the following mechanism: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. However, the root cause of the reported events could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.